Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, user noticed that the patient side cart (psc)'s breaker tripped and the battery could not be charged after the breaker was reseated. The user performed a hard-power cycle and epo the system, but the issue persisted. The tse advised the user to swap the power socket with the surgeon side console, but the issue remained. No known impact or patient consequence was reported. The procedure was converted to laparoscopic surgery with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reporter confirmed that the issue occurred before ports were placed. The system functionality was checked upon powering on and the system reported errors and the patient side cart was running on battery. The user rebooted the system, but the issue persisted. The user converted the procedure to a traditional laparoscopic surgery. No additional ports were placed and no port incisions were increased. The reporter confirmed that the patient tolerated the change when the procedure was converted. The reporter did not know the name of the procedure and the surgeon. There was no patient injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the spm and the battery to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The spm was analyzed and found that the unit was returned for failure analysis but the reported failure could not be replicated/confirmed. Reported problem: psc battery low in-house fa: connected the spm into our xi test system. Powered on indicating green led's and no errors. There was still battery back-up power once the ac chord was unplugged. The spm status shows the voltage and current is normal. Ran 25 power cycles and idled for one hour with no issues. This is a first time return and cnr for this unit.